Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: (B)(6) 2021.

Event description:
The international manufacturer's field service engineer (fse) reported a ventilator had a battery fault during pre-use set up. The device was evaluated by the fse who confirmed the reported problem. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. There was no delay to patient therapy. The fse then replaced the defective battery to address the issue. The device was then reported to be repaired. No other anomalies were reported or observed.